Manufacturer narrative:
On october 11, 2021, mentor received additional information indicating the following: the procedure for the suspect medical devices were for primary breast augmentation back in 1998. The patient reported not having issues with the implants but had symptoms that she could not relate to the breast implants. The patient experienced thyroid issues and skin rash, which started in 2018. The patient was 44-years old at the time. As a result, the patient underwent bilateral removal and replacement with non-mentor implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: skin reaction, lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two unknown mentor implants, suffered rashes and lymphatic issues, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This medwatch form is for the right breast prosthesis.